Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error code 812:04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.

Event description:
The facility reported to baxter (B)(4) a colleague pump with failure code 812:04. This condition had the potential to interrupt delivery. This event occurred before use. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.